Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown other non product experience. The ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This ICD was returned to facility and is awaiting analysis. No additional information was provided at this time.